Event description:
The customer reported that while in patient use the vent went inoperative with transducer fault, motor fault, visual and audible alarms. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on 9/10/2015: failure analysis: received vela main board (B)(4) and installed in known good unit; powered on uvt service mode and viewed event error log. The reported problem was duplicated; event has recorded multiple xdcr fault codes. This is considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4).